Event description:
It was reported that the subject device was not pumping. Per the report, the device was not on a patient at any time . The device was being tested for the next day use .there was no patient involvement on this reported event.

Manufacturer narrative:
The device was not returned to olympus for evaluation and the product analysis will solely be based on the available information. A device history review retention period expired therefore, no DHR was performed. Olympus will continue to monitor the field performance of this device. This report will be supplemented if any additional relevant information is received.